Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the back on (B)(6) 2016. Patient's mother stated that a few days after the sensor was applied, the patient began to experience dry, itchy skin that was red and had raised bumps. The affected area was treated with over-the-counter aquaphor and triamcinolone 0.1% cream, prescribed on (B)(6) 2016, for a previous reaction to the sensor adhesive. At the time of contact, the patient still had a rash present, but was doing better. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.